Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging a onetouch verioiq meter was displaying an unknown error message. This complaint was classified using the documentation from the customer care advocate (cca). The patient was unable to recall when the alleged issue first began, or what medications she takes to manage her diabetes. The patient did not state if she made any changes to her usual diabetes management routine on the day of the alleged issue. The patient reported on an unknown date and time she became dizzy and was lightheaded. The patient did note state if she had any treatment in response to the symptoms. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. There were no blood glucose readings, symptoms or treatment reported which suggest an acute complication of diabetes occurred. However, this complaint is being reported because, the alleged issue remained unresolved at the time of troubleshooting by the cca.